Event description:
The user was cut in their finger when using controls. They said glass penetrated the plastic side of the control ampule and they were cut. They washed the site and applied a bandaid. Msds sheets were sent to the customer.